Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, insulation damage, failure to capture and failure to sense. As received, a complete lead was returned in one piece. The reported events of helix mechanism issue and insulation damage were confirmed. Visual examination of the lead found the outer insulation was cut at the proximal region of the lead consistent with procedural damage and the helix was partially extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and the over torqued inner coil in the connector region consistent with procedural damage. The cause of the reported event of insulation damage was consistent with procedural damage. The reported events of failure to capture and failure to sense were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported the patient had undergone a previous atrial lead revision in (B)(6) 2023 due to the atrial lead dislodging. During in clinic follow up that the atrial lead exhibited loss of capture and failure to sense. Fluoroscopy revealed that the lead had again dislodged. Repositioning was attempted but the helix of the lead failed to re-extend. Damage to the insulation was noted. The lead was explanted. The patient was stable and asymptomatic.

Manufacturer narrative:
Correction: previously reported as cause traced to user in h6, now updated to "unintended use error".